Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensors did not display correct values. Event occurred during procedure; back-up product used to complete. On (B)(6) 2015 no delays in surgery; no adverse consequences for patient.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the devices met all quality testing/inspection specifications prior to distribution. The device was returned with foreign matter on the sensor area. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The supplier was unable to confirm the reported issue. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Refer to MDR 1226348-2015-10771 for information regarding the other device involved in this event.